Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, error code c-34 occurred when firing monopolar energy. The surgical staff reported that they had changed the green energy cord along with the instrument and performed a reboot of the integrated electrosurgical unit (iesu), but the issue was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller power off the iesu, pull the power cord and plug it back in, but still received the same c-34 error. The tse explained that it could be related to interference from other computerized tomography (CT) scans or esu devices nearby. The caller reported that they were already near the end of the case and they should be good. The procedure was completing as planned with no reported injury.